Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "severe capsular contracture" baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: weight to the spec, deformation, crease fold, wear abrasion, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is there were no issues found related with the manufacturing process.

Event description:
Patient reported right side "severe capsular contracture" baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side "severe capsular contracture" baker grade unknown. The device remains implanted.